Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the set screw of the implantable pulse generator (ipg) fell out when the physician attempted to turn the set screw using the torque wrench. The set screw was repositioned but the torque wrench was not able to be rotated anymore in the clockwise direction. The ipg was attempted/ not used and replaced. No patient complications have been reported as a result of this event.